Manufacturer narrative:
A further clinical review was performed and identified this event to be MDR reportable pursuant to 21 cfr part 803. A complete manufacturing review could not be performed as the lot number is unknown. The device was returned and investigation is confirmed for a hub leak and material deformation, as the condition of the returned device indicates that there was a leak through the y-hub that entered the space between the clear hub sleeve and the polyimide. It is possible that the balloon was taken over rbp (rated burst pressure), with the high pressure causing the leak to enter through the space between the clear hub sleeve and the polyimide. The definitive root cause for the leak is unknown. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that the pta balloon leaked from the catheter hub. There was no reported retraction difficulty through the sheath. There was no reported patient injury.